Event description:
It was reported the patient fell about a year ago and since the stimulation has not been ¿right¿ since. It was reported there was a loss of stimulation/therapeutic effect and less than 50% therapy relief and as a result reprogramming was performed. Additional information received reported the patient had a loss of coverage when they fell while walking their dog on an uneven pavement. It was noted successful reprogramming took place on (B)(6) 2014 and have coverage with satisfactory results.

Manufacturer narrative:
Concomitant products: product ID 3708240, serial # (B)(4), product type extension; product ID 3708220, serial # (B)(4), product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).